Manufacturer narrative:
(Secondary intervention) - (B) (4): evaluation results: (severe aortic neck angulation of 60 degrees), (endoleak).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 7.3 cm abdominal aortic aneurysm approximately 2 months ago. Vessel morphology was reported as severe aortic neck angulation of 60 degrees. It was reported that the stent graft has migrated resulting in a type I endoleak. The CT shows the proximal end of the stent graft is 30 mm from the lowest renal. (MFR 2953200-2010-00301) the physician placed talent aortic cuff and elected to place an aneurx aortic cuff was well for reinforcement. An arteriogram showed a small endoleak. The physician used a reliant balloon to model the aortic cuff; however, the endoleak persisted. The physician elected to place a talent aortic cuff proximal to the aneurx cuff however, there was still a slight type I endoleak at the endo of the case. The physician stated that the endoleak resolved without further intervention. No additional sequelae were reported and the patient is fine.